Event description:
Customer reported a pump malfunction, identified by the malfunction code "malf 16," which caused their blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed the high blood glucose by administering a correction injection and a correction bolus via the pump. There was no need for third-party assistance. Technical support arranged to replace the faulty pump, instructed the customer on putting the pump in storage mode, and provided steps for using the replacement. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery remains uninterrupted.